Event description:
We were doing a laparoscopic gastric bypass. The stapler was used once with no problems. When a second staple was loaded onto the handle it did not close. After multiple attempts to troubleshoot we deffered to obtaining a new staple handle, as the first was not functioning properly. The stapler appeared to only function properly every other time an open/close cycle was attempted. This was confirmed with covidien rep amy potter in the room as well.